Event description:
It was reported that the patient was experiencing a lack of pain relief. They suspected occlusion of the openings at the catheter tip since it had been in since 1999. A dye study and rotor study were done. There was initial resistance when pushing the dye, but then it went in easily and showed a correct intrathecal spread at the catheter tip and no leakage elsewhere. The rotor turned properly during the rotor study. The sutureless catheter connector was replaced. The patient recovered without sequela. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 8709, lot# l71603, implanted: (B)(6) 1999, product type catheter; (B)(4). The sutureless catheter connector was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed acceptable testing. The catheter was returned incompletely and in segments.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, somewhere between (B)(6) 2013, the patient had been without drug delivery. A catheter dye study and a revision were done on (B)(6) 2013 where an "educated decision" was made that there had been an occlusion on the tip of the catheter because there was some resistance during a dye study and it was not the proximal catheter. It was later reported that it was believed that there were occlusions in the distal catheter tip. The healthcare provider (hcp) tried to aspirate from the side port when it was exposed and it would not pull back. The hcp kept the patient overnight to monitor him, so he went right to a dye push. Initially, there was resistance, then it released and he saw a "perfect intrathecal column" at the catheter tip. The proximal catheter rotated properly and was secure on the pump. The hcp disconnected it from the pump and the distal catheter and obtained excellent spontaneous cerebrospinal fluid (csf) flow from the catheter. With the "c-arm" in place, a rotor study was done and the pump rotated correctly. To rule out any questions, the proximal catheter was replaced and reconnected to the pump and distal catheter. With it all in the pocket, a final dye study was done through the side port and an excellent intrathecal column at the catheter tip was obtained. The hcp continued the study the full length of the catheter right to the pump and saw no leaks. The pump was programmed to an appropriate lowered dose with a priming bolus. No issues with the proximal catheter were suspected. As of (B)(6) 2013, the patient was "happily back to his baseline." It was later reported that the patient went into opiate withdrawal following a catheter malfunction. On (B)(6) 2013 a family member "knew something was wrong" and by the following day, the patient was in "full withdrawal." The patient was in the hospital for a few days and all of the medication was taken out of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.